Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Manufacturer's first level investigation unit reports a properly seated lancet was not retracted and extended beyond the end of the correctly positioned protective end cap of the device. No adverse event reported. The device has been returned.